Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 37 units. Reportedly, cold insulin had been used to fill the cartridge. Blood glucose level was 68 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.